Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the nurse disconnected the pump from the patient after the pump alarmed completed. Air was noted in the line and the pump did not alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The most probable cause for a pump not alarming when air is visible in line is that the air detector was turned off or is faulty. The most probable cause for visible air in line is user error, most probably cause by medication being added too quickly or the pump was not primed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.